Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings and low exhaled tidal volume (vte) levels. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the o2 accumulator to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the o2 accumulator.